Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The outer insulation was abraded at 2.9 cm - 4.4 cm from the distal tip. The lead abrasion is consistent with that caused by friction toanother implanted device.

Event description:
This report is to advise of an event observed during analysis.